Event description:
The customer stated that they found a leak under the alinity m instrument. The customer stated that the solution was clear and oily. The customer stated that the leak was under the instrument and in front of the instrument. Customer stated that no one was injured and that she was able to clean it up. Customer stated that all personal protective equipment (ppe) was being worn and no exposure took place.

Manufacturer narrative:
B5 corrected to reflect correct event description. B2 was incorrectly checked in initial MDR submission. Corrected b2 to no checkboxes selected.

Manufacturer narrative:
Complaint has been elevated for investigation.

Event description:
The customer reported that during instrument maintenance, she discovered a substantial amount of substance, which appeared like vapor barrier, inside the system solutions drawer of the alinity m instrument. The customer reported that the leak was found behind the system solution bottles and under the system solutions drawer, some of which came out from under the drawer and onto the walking surface. The customer reported that the substance leaking is very oily and the waste bottle(s) do not appear to leak. The customer wore appropriate personal protective equipment (ppe) to clean up the spill. There was no report of injury or exposure related to the leak.

Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performedi nvestigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).